Manufacturer narrative:
Section a3: patient sex was not yet provided. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was noted to have 3 no external power alarms but had no recollection of the alarms. The event log file captured dual power cable disconnect alarms and no external power during a power change on (B)(6) 2024 at 01:22am. There was no pump interruption during this event as the emergency backup battery (ebb) functioned as intended. The alarms resolved upon reconnection to the mobile power unit (mpu) at 01:23am. The event log file also captured power cable disconnect, low power hazard and no external power while connected to the mpu on (B)(6) 2024 at 09:14am.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms regarding the mobile power unit (mpu) was confirmed via the provided log file. The log file captured a no external power alarm on 13oct2024 and on 14oct2024 while the mpu was in use. The alarms appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased. The alarms resolved within a few seconds when power was restored to the system, and the alarms did not prevent the pump from operating as intended. The mpu (serial number (B)(6) was not returned for analysis. Questions regarding the reported event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was also observed to have been manufactured with a v-lock ac power cord. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/no external power conditions. Low voltage hazard alarms may lead to no external power and power cable disconnect alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section titled ¿emergency contact list¿cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.